Event description:
A hospital in (B)(6) reported via a distributor that a connector was missing from an rt106 adult inspiratory heated breathing circuit kit. This was noticed prior to pt use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The product referred to in the event description is not sold in the USA but it is similar to a product which is sold in the USA. The 510 (k) for the similar product is k983112. Method: a quantity of four rt106 adult inspiratory heated breathing circuit kits were returned to fisher & paykel healthcare (B)(4) for inspection. Each kit was visually inspected for a missing connector. Results: upon inspection, it was confirmed that an elbow connector appeared to be missing from two of the returned breathing circuit kits. A lot check revealed no other complaints of this nature for this lot number. Conclusion: the breathing circuit package consists of a number of components grouped together during production. It is likely that operator error, during the packing process, resulted in the missing elbow connector. The new standard operating procedures (sops) have been put in place to assist the operators on the production line correctly pack breathing circuits. A specific pack card detailing all components required must be displayed at the packing station. Breathing circuits kits are visually inspected for missing components prior to distribution. (B)(4).